Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. Upon interrogation, episodes of ventricular sensed events were observed after atrial events. X-ray revealed lead dislodgement. The patient underwent a successful lead reposition.

Manufacturer narrative:
(B)(4).